Manufacturer narrative:
(B)(4). Batch # p93159. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: for the event description, you only provided the word broken. What does "broken" mean? For example, did the device jam? Please provide more specific information regarding the device issue that was experienced by the user. Response: the jaws become jam and broken in to two. No patient consequences.

Event description:
It was reported that during a sleeve gastrectomy, broken.

Manufacturer narrative:
(B)(4). Batch # p93159. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation and inside a plastic bag. The device was disassembled and evidence of corrosion was found throughout the broken area. 6 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death.